Event description:
I used fixodent from approx. 2006 until 2009. While I was using fixodent I began having stomach and chest pains, unexplained weight loss, loss of appetite, nausea, vomiting. More recently, I've been noticing myself stumbling or off balance. I have been having more pins and needles in hands/fingers and feet but a burning sensation in the heels of my feet. Dose or amount: denture cream. Frequency: 3 x daily. Route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.